Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
New information received noted that the device was explanted and replaced. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited premature battery depletion. Intervention was discussed, but none were reported. The patient was in stable condition.